Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an ablation procedure in which the device delivered inappropriate electric shocks due to electromagnetic interference (emi) over sensing, according to the patient. The patient was referred to the physician. The crt-d remains in service at this time. No additional adverse patient effects were reported.